Event description:
It was reported that during a parathyroid procedure the surgeon used two of the devices and when applied to tissue the blade tips were becoming too hot and appeared scorched when the surgeon observed them. There was no burn to the patient or the surgeon. The tissue pads were melting; no piece fell into the patient. The surgeon decided to use the cut, suture and tie method to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.